Manufacturer narrative:
MDR 2517506-2019-00186 was filed for the same event. Siemens headquarters support center (hsc) has reviewed the escalation data and completed the investigation of the discordant, falsely elevated cardiac troponin I (ctni) result. The customer diluted the "below assay range" flagged ctni sample outside of siemens recommendations. Siemens dimension vista operator's guide provides instructions regarding "below assay range" flags. The cause of this event was use error. Reprocessing of the ctni specimen according to the instructions for use showed the patient recovered a cardiac troponin I result of <0.015 ng/ml. No product non-conformance was identified and the customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on a patient sample on the dimension vista 500 system. The result was reported to the physician(s) and questioned. The same sample was reprocessed on the same instrument and a lower result was obtained and reported. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni result.